Event description:
The customer reported a shift in their (B)(6) control results when using architect hbsag qualitative ii confirmatory, lot 80273fn00. During the period when controls were out of range, the customer ran patient samples. The customer performed a look back and noted that 46 patients will be retested from (B)(6) 2018. The procedure of this customer is to print off results per patient and hand them to the senior scientist before the result is validated for a second time. Due to no flags on the patient results, the senior scientist thought the assay was in control the entire time. The customer confirmed that the qc flagged at the time of the incident. The customer was operating on the architect system software (B)(4). There was no reported impact to patient management.

Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).